Event description:
It was reported by the customer that when using the bd pyxis¿ anesthesia station es, the sensor of the first medication drawer failed to detect when drawer was opened. The customer stated that this malfunction caused a delay in dispensing medication to patients. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 07-feb-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of this incident, it was determined that the drawer on the anesthesia system was not responding to open. A field service engineer identified that a medication or item was stuck in between the drawer and the open or close sensor, causing the problem. The medication/item was removed, to resolve the issue. The system functioned as intended after the field service engineer repaired the device.